Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a uromatic tur administration set was in poor condition. The product's primary packaging was broken. This was noted prior to patient use. There was no patient involvement. No additional information is available.